Event description:
The dual trigger rotary was sent for service and it was noted during performance testing at the manufacturer that the device has a chipped leafkey housing. No adverse event was associated with the device.